Event description:
Pt underwent a seemingly uneventful endometrial biopsy in the office for post-menopausal bleeding. Pt called primary care physician next day complaining of leg swelling. Advised to go to ER. On arrival pt became hypotensive and transferred to hosp. Continued hypotensive and pt expired in ER.